Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, hyperglycemia. Customer also reported discrepancy between sensor glucose and blood glucose. The customer reported blood glucose value of 39 mg/dl and was treated with glucose/carb intake. Customer treated hyperglycemia with insulin pump (subcutaneous insulin infusion). The event involved product(s) unomedical, mmt-1884l, mmt-7040a, unknown reservoir. Troubleshooting was performed for hypoglycemic event. Customer was using the auto mode/smartguard feature at the time of the event. Customer has been using the insulin pump system within 48 hours of reported event. Troubleshooting was performed for difference in blood glucose and sensor glucose values. Blood glucose was 39 mg/dl and sensor glucose is 158 mg/dl and the difference between blood glucose and sensor glucose is greater than 30%. Troubleshooting was not performed for hyperglycemic event. No further patient complications were reported. No product return is required for unomedical. No product return is required for mmt-1884l. No product return is required for mmt-7040a. No product return is required for unknown reservoir.